Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received rejected new batteries multiple times and scratches in the insulin pump frequent unexplained no delivery alarms. It was reported that they had motor error alarm. The insulin pump will be returned for analysis.